Event description:
A customer reported via phone call indicating that they were hospitalized for a low blood glucose levels. The customer's blood glucose level and details of their hospitalization was not provided. The customer stated that the cause of their hospitalization may have been caused by the insulin pump, but did not state why.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).